Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, red particles in the surface of the shell, crease fold and underweight. A microscopic analysis was performed which identify an opening striated in the posterior side, broken striated in the posterior side and missing piece of the shell based on the device analysis the final assessment is: a striated opening in the posterior side assessed as surgical damage. A broken sharp in the posterior side (there are two sharp on the same edge) assessed as unidentified (tear) opening. Missing piece of the shell assessed as inconclusive.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the photographs identified: brown particle material on the shell and opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.